Event description:
A pt pulled on the sideral as he was pulling himself up in bed and after he let go of the sideral, the sideral allegedly dropped and the pt's wife kept him from falling. No injury was reported.

Manufacturer narrative:
The hill-rom field indicated the sideral was not latching correctly. The technician repaired the unit with an in-line spring kit.